Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to updates to the description of event: customer wasn´t able to totally release the stent. Device evaluated on 19-nov-21: "clear section of flexor kinked".

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1808310 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 19th november 2021. In summary the following results were observed in the lab evaluation: clear section kinked flexor safety wire was in place on return of the device. Actuation of handle was possible but unable to deploy the stent due to kinked flexor documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1808310 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1808310; upon review of complaints this failure mode has not occurred previously with this lot # c1808310. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Correction MDR being submitted. On 03-nov-2022 possible root cause of file has been updated from: 'it is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken'. To 'it is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been kinked'.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1808310 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 19th november 2021. In summary the following results were observed in the lab evaluation: clear section kinked flexor safety wire was in place on return of the device. Actuation of handle was possible but unable to deploy the stent due to kinked flexor. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1808310 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1808310; upon review of complaints this failure mode has not occurred previously with this lot # c1808310. The instructions for use ifu0062 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been kinked. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
Customer wasn´t able to totally release the stent.